Event description:
A dialysis facility reported that approximately 2.5 hrs. Into the dialysis treatment, the machine gave a venous pressure alarm. When the staff checked the pt, she was unresponsive and had gone into cardiopulmonary arrest. It was noted that the venous needle had come out of the pt's graft and there was blood on the floor. Estimated blood loss was about 1000 cc. The pt was successfully resuscitated and was transported to the hosp.